Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone atherectomy device with a 6fr non-medtronic sheath and 4mm spider fx embolic protection device during treatment of an approximately 40mm calcified cto (chronic total occlusion-100%) in the patient¿s distal right tibial/popliteal trunk. Artery diameter is reported as 3-4mm. Slight vessel tortuosity and severe calcification are reported. IFU was followed. Vessel pre-dilation was not performed. There are no reported difficulties with using the hawk device before or during the procedure. Atherectomy was performed. It is reported when taking the device out over the spider fx embolic protection system, the nose cone was torn off of the device. It is reported that the nosecone of the device simply ¿fell off¿ upon its attempted initial removal. The operating provider did not provide any additional pressure, tugging, or pulling of the hawk device upon its initial removal. The nosecone remained in the ostium of the sfa and profunda vessel beds. A snare device was used to retrieve the broken nose cone and it was successfully removed from the patient. No patient injury reported.

Manufacturer narrative:
Additional information: no distal embolization was caused due to the tip detachment. There was no vessel damage noted. The tip separated at the hinge pin. The tip was captured using the snare. The spider did not prolapse. Nothing detached from the spider. There was no issues with the snare. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: there were 5 images returned for review. Image 1 showed the snare and the detached tip in the vasculature. Image 2 showed the snare catching onto the detached tip in the vasculature. Image 3 showed the hawkone device with the tip missing. Image 4 showed the snare, the detached tip, and the spider fx basket outside the body. Image 5 showed distal end of the hawkone device with the tip missing and with the cutter and distal section of the drive shaft visible. Product analysis: the hawkone device was returned to medtronic investigation lab for review. The device was returned coiled inside 4 biohazard bags. A ncillary devices were also returned. The hawkone was received with the cutter driver attached and the thumbswitch in the ¿off¿ position. A visual inspection showed that the tip detached from the hawkone adjacent to the anchor pockets. The cutter was returned connected to the drive shaft with no damage noted to the blade and with a piece of plastic material, possible pet material from the tip assembly wrapped around the drive shaft. The detached tip was returned on a spider fx device and with the snare used to remove it from the patient. There was no damage noted to the guidewire lumen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.